Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the insertion flexible tube coating damage, the ccd signal wire broken, the forward body cover broken, the lg prong top broken, the lg connector broken, the angle wire play, the insertion flexible tube attaching nut corroded, the forward body frame corroded, the mechanical base plate corroded, the ccd drive pcb corroded, the shield cover corroded, the nozzle gluing missing, the segment crushed, the lcb (light carrying bundle) crushed, the segment steel braid deformed, the remote control buttons leak, the remote control buttons cut, the objective lens scratched, the lcb distal cover glass scratched, the control body dirty, the junction case loose, the lg prong top loose, the ethylene oxide gas valve (eog) loose, the root brace rubber (lg control body) disinfections damage, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the bending rubber gluing poor finish, the root brace rubber (lg control body) discolored, the left pulley wire rupture, the right pulley wire rupture, the root brace rubber (insertion flexible tube) flared, and the ccd module with drive pcb pixels; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.